Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine has no power and has been showing as offline in rss for the past hour. A field service engineer (fse) had responded to a hard down condition on the station. The fse had pulled the power cable from the communication sled (comm sled), and the power supply had spun up. After removing the pyxis bus cable from the comm sled, the station had not booted. The fse had then unhooked the pyxis bus cable from the auxiliary, tower, and remote manager, after which the station had booted up. When plugging in all connections except the auxiliary, the station had again booted successfully. The fse had tested each drawer and identified half height drawer 1 as the source of the issue. The drawer boards had been replaced, and the station had booted up without error. The fse had tested the drawer using the test software, and the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted no power to the machine and device was offline in remote smart service for 1 hour. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.